Event description:
Pt tested his blood glucose in the high 200's mg/dl on the suspect device. Pt had not used the suspect device for a few months previously. Based on the high readings, his dr. Prescribed glyburide 5 mg. Pt went to another dr. Who tested his blood glucose as 118 mg/dl. Pt then went back to the original dr., who tested his blood glucose as low 100's mg/dl by lab method and pt's suspect device gave reading as high 200's mg/dl. Pt is fine.